Manufacturer narrative:
A ge representative evaluated the system and replaced some circuit boards and reloaded software. The system operates as intended.

Event description:
It was reported that the system displayed an error message and would not produce x-rays. No patient injury was reported.